Manufacturer narrative:
Additional info has been requested regarding this incident. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
On (B)(6) 2010, inserted cv catheter with fgm ext set 2 bd q-syte sc, lock, 20cm std connected with fgm IV set 60drop 1sc, 200/50cm std into the pt's femoral area. On (B)(6) 2010, connected jms adset with bd q-syte of fgm IV set 60drop 1sc, 200/50cm std and bound the connection area between the 3-way stopcock and knob of the jms adset male luer with a rubber band. When dosing antibiotic through the jms adset, air was found inside the line. An echocardiography was performed on the pt and air was confirmed in the heart. The pt is in stable condition.